Event description:
An ipp device was implanted on 2/1/88. The entire device was replaced on 9/25/96. Info received on 12/3/96 indicates the pump will be repositioned or replaced in a couple of weeks. A revision surgery has not been determined at this time.